Manufacturer narrative:
It was reported by the customer that the user went to unload the cot from the power-load and because there was no power the cot wheels lowered slightly off of the deck of the ambulance. No defects with the unit that would have caused or contributed to this issue were identified during the device evaluation. The user said she strained or sprained her wrist as a result. This issue was resolved for the customer by inspecting the unit, ensuring proper functionality, and returning it to use.

Event description:
It was reported that the device completely collapsed as the user was removing it from the ambulance. It was reported that the user injured their back and wrist when this occurred.

Event description:
It was reported that the device completely collapsed as the user was removing it from the ambulance. It was reported that the user injured their back and wrist when this occurred.